Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the top of the insulin pump's battery compartment was broken in three different places. The customer mentioned that she inserted a new battery into the device today; the status screen displayed full battery life until suddenly the battery life was displayed at one bar and the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. The insulin pump had broken battery cap, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and minor scratched lcd window.